Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, patient was receiving tpn via red lumen of 6f triple lumen PICC. When aspirating from the white lumen tpn was coming back into that lumen. When tpn was stopped and the white lumen was aspirated tpn was coming into the lumen followed by blood. Suspect some kind of communication of lumens. We did complete a cxr to assess placement of PICC and it was fine. We also changed caps, dressing, etc. But issue persisted. Ultimately PICC was removed and re-inserted a 5f double lumen device. The patient had to have his PICC replaced to continue therapy which ultimately delayed his therapy. There is no known injury to the patient. No other information was provided.